Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, on the second firing, device cut but failed to staple. The procedure was completed by doing (B)(6). There were no other patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results showed that two cartridges reloads were received in good visual conditions and void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was received for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.